Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a diffuse lamellar keratitis (dlk) on the left eye (os) at 1 day post-operative exam. A brief description from the surgery center indicated the patient was seen today for the dlk that was discovered during the post op exam. A flap and rinse was performed to remove the dlk symptoms. At the 2nd post op exam, there was no dlk noted after the removal of the bandaged contact lens (bcl). There was no sequelae noted, however there was haze and infiltrate observed on both eyes (ou). The patient commented that with the bcl on, there was blurred vision, however, when the bcl was removed, it was much better and visual acuity was at 20/20. Topical steroid drops were increased to resolve symptoms. At this time, the patient is being managed. Bcva from (B)(6) 2017 right eye pre-op 20/20 -2.00 x -1.00 x 154, left eye pre-op 20/20 -2.00 x -1.00 x 21.

Manufacturer narrative:
In initial report, it was reported there was haze and infiltrate in addition to the dlk reported, however, clarification was provided that there was no haze or infiltrate observed and the topical steroid increase was part of the regimen to treat the dlk. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.